Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 504-505 mg/dl with life threatening high ketone levels. Customer administered a manual injection of insulin prior to going to the ER in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER 12 hours later with no permanent damage. The cause for the reported issue was unknown. Customer changed the cartridge and infusion set, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.